Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: visual inspection did not find any damage to the piston cap or any debris in the cartridge compartment. The pump powered on normally to the verify screen with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully with no issues occurring. The pump was primed to 160units and the cartridge was removed to confirm that the cartridge was at 160units. The cartridge was placed back into the pump and rewind and load were performed again. The piston stopped at 160units and the display screen correctly displayed 160units remaining. A 10unit normal bolus and a 10unit audio bolus were performed successfully and the remaining insulin reading was calculated correctly. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported the insulin remaining reading was more than the insulin level in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.